Event description:
The customer reported the ventilator will not power on. There was no patient involvement. The customer installed a new battery; however, the ventilator would not power on with ac or dc power. The remote service engineer (rse) advised to replace the power supply. The customer replaced the power supply and the unit is able to power on.